Event description:
The customer reported air/water leakages on the tracheal intubation fiberscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: peeling of the coating in the insertion part. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿air/water leakages¿ was confirmed. The device evaluation found due to a pinhole on connecting tube, water tightness was lost. Additionally, the connecting tube had coating peeling. Due to a dent on bending tube, bending angle in up direction exceeded the standard value. Due to the channel tube being crushed, the cleaning brush could not be inserted. The adhesive around the light guide lens was peeled. The image guide protector had a cut, and the connecting tube had a dent. The investigation is ongoing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the subject event was unable to be specified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject events in ¿chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope¿ as below. [Inspection of the endoscope] 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.